Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open while locked) could not be determined. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was associated with the user error of not performing the second establishing final arm angle (efaa) after lock line removal. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 2017 - failure to follow steps / instructions. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated; all images provided show 3 fully deployed clips and no cds or sgc in view, indicating the images were taken post deployment of the third implanted clip. Based on the cine provided, the two medial clips (bottom/left clips in the images) appear to be in the fully closed position (~10°) while the most lateral clip (top/right clip) is opened to a noticeably larger degree. This indicates that the lateral clip is the third implanted clip reported for cowl post deployment; the clip appears to be opened to ~60°. While the clip arms angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the arms of the third clip (reported device) are opened to a noticeably larger degree than the first and second clip. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed for the clip opening while locked (cowl). It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr), a dilated left atrium, rotated heart, vessel tortuosity, and small cardiac chambers. The first mitraclip could not be implanted due to anatomy, as the device could not gain enough height due to the transseptal puncture. The device was removed and a new transseptal puncture was performed. The first mitraclip was discarded, and there was no device malfunction or adverse event associated. Two mitraclips were successfully implanted. A third device, a mitraclip nt was implanted. After the device was deployed the clip opened while locked (cowl). The steerable guide catheter (sgc) was retracted. As the sgc was retracted, the device caused a perforation of the atrial septum. The perforation led to a pericardial effusion, and ultimately cardiac tamponade. It was also noted that the patient became hypotensive. Due to the cascade of events, pericardiocentesis and chest compressions were performed. Additionally, two atrial septal defect (asd) occluder devices were implanted on the back wall of the left and right atrium. The patient was stabilized and there were no adverse patient sequelae. Post procedure mr was 1-2. No additional information was provided.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.